Event description:
On (B)(6) 2012, it was reported that the patient thinks her infusion device has been delivering too low of an amount of insulin for 4-5 weeks. Her blood glucose was elevated as high as 458 mg/dl. She experienced nausea and vomiting. She had made adjustments to the basal rate and tried to correct her elevated blood glucose using the infusion device, but was not successful. The patient used insulin injections to correct her blood glucose. Her blood glucose level got better with a new infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.